Event description:
In 2009, l4-s instrumentation was done with expedium system for spondylolisthesis. About six months after the surgery, it was found that the set screw was loosened. There is no plan for another surgery since the patient's condition is stable and bone union is noted. As an event of this nature could result in the need for surgical intervention an MDR is filed to document this event.

Manufacturer narrative:
No images were provided for review and the lot numbers of the implants used are not known at this time. As such the investigation into this event is limited. It is important to properly reduce the rod into the screw head to ensure that it is fully seated and the setscrew fully tightened. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.